Event description:
Depuy acromed received a medwatch form reporting that a broken transverse rod connector was removed in 2000. The trc was initially implanted in 1997. The pt complained of pain and x-ray confirmed that the trc had broken and subsequently the implant was removed. It was reported that a solid fusion had occurred. A dimensional analysis was performed and the trc conformed to specifications. A material assessment was performed and the trc conformed to specifications. A fracture analysis was performed with a scanning electron microscope (sem). The fracture surface displayed two distinct regions, a smooth region (indicating a fatigue fracture) and a rough surface (indicating a static fracture). The trc had been implemented for about 3 years. The labeling for these spinal devices clearly states that they are not intended to be permanent fixation devices. They are intended to provide support during the fusion process. Since the trc had been implanted for about three years, the most likely cause of the event is that fatigue caused the trc to fracture partially (evidenced by the smooth region of the fracture surface). This partial fracture would place increased stress on the trc, causing the trc to completely fracture in a static mode (evidenced by the rough fracture surface). No further action is required.

Event description:
Depuy acromed received a medwatch form reporting that a broken transverse rod connector was removed in 2000. The trc was initially implanted in 1997. The pt complained of pain and x-ray confirmed that the trc had broken and subsequently the implant was removed. Depuy acromed is currently evaluating the device. No further info is available at this time.